Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was in backup operation and that the patient was symptomatic. The device was removed and replaced on (B)(6) 2018. The patient was doing well post-procedure.

Manufacturer narrative:
The reported field event of backup vvi operation was confirmed in the laboratory and resulted from low battery voltage. The device was tested on the bench, and the device battery had reached end-of-life voltage due to normal battery depletion. No further anomalies were found.